Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The issue was caused by a bad charged coupled device (ccd). The device evaluation also found a bad connector with evidence of a 3rd party repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hd autoclavable camera head had no image when plugged in. The issue was observed during routine maintenance; therefore, no procedure or reports of patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, no image was displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken because it was repaired by a third party vendor. However, a definitive root cause could not be determined. As to a third party repair, the phenomenon may be prevented by following the description in the instruction manual which states: ¿this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.